Event description:
It was reported that during a lung lobectomy by video laparoscopic procedure, the first reload used only half of the staples. A second reload did not fire the staples, but it did cut. There was no adverse pt consequence.